Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis, it was reported that the smart test, the caine drive test, and the seatools long test failed. The root cause was due to a failed hard drive.

Event description:
A medtronic representative reported that after starting the system up, blank application boxes were observed in the application selection screen. The rep restarted the system two times, both of which resulted in the blank application screen. The third attempt showed an sr manager failure and then a blue medtronic screen. The medtronic representative then gave a hard reset which resulted in a blank application screen. No patient was present during the time of the reported incident.